Event description:
A call was received through technical services reporting that at time of implant (single stick), the atrial lead moved further into the patient's vein when the ventricular lead was positioned. The atrial lead was then removed, and the anchoring sleeve stayed in the patient. A CT scan was done to locate the sleeve. Additional information received on this event indicates that radiology was able to locate the anchoring sleeve, and later that day, removed it from the pulmonary artery. The patient is doing well.